Event description:
It was reported that the patient was admitted on (B)(6) 2022 in preparation for a sternal debridement; the patient was given intravenous antibiotics on (B)(6) 2022 and underwent the procedure on (B)(6) 2022. The previous sternal incision was reportedly already opened in its entirety and was 15cm long. The sternum and surrounding tissues were further debrided using a sharp dissection with scissors and cautery. The excised tissue was mostly fatty and eschar. The deeper tissues and muscle were intact at base of wound. The wound was irrigated with saline solution and a new wound vacuum was placed. The patient tolerated the procedure and was transferred to the recovery room in stable condition. The device was operating as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on hm3 lvas and no further related events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection (local, driveline, and pump pocket) and wound dehiscence, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient¿s chest was not able to be closed from initial implant due to the enlarged size of the patient's heart. The patient experienced a complicated post operative course. Open reduction internal fixation of the patient's sternum and anterior thoracic ribs was performed with placement of 24 hole plates, creation and mobilization of pectoralis muscle flaps, and immobilization of subcutaneous flaps in order to close their chest. As a result, the patient's chest wound had not completely closed yet and would require another surgery. The patient underwent a debridement in november which resulted in placement of a wound vac to promote further healing. The patient had been on intravenous antibiotics at home to clear up the infection. Anticoagulation was resumed on (B)(6) 2022 and the patient was instructed to continue antibiotics and wound care. The patient had been on an extended course of cefepime for wound cultures that grew proteus as well as pseudomonas. The patient was discharged.